Manufacturer narrative:
The intraocular lens sample was returned to the manufacturer for evaluation. Visual inspection showed that the lens had a cut and only a portion of the two parts of the lens remained attached. The haptics were found distorted. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the returned lens condition no further evaluation could be performed. A manufacturing record review was performed; no deviation was identified or non-conformance (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a tecnis multifocal intraocular lens (iol) zmb00u0155 would not center once it was in the patient's eye. The surgeon inadvertently punctured the capsule and a unplanned vitrectomy was performed. The lens was removed and replaced during the same procedure. There was no patient post-op injury. No other information was provided.

Manufacturer narrative:
Gender/sex: female. MDR follow up #1 indicated 05/15/2015 as the date received; however, the correct date received was 05/14/2015. Correcting to 05/14/2015. All pertinent information available to abbott medical optics has been submitted. Placeholder.